Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8731, serial (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving dilaudid [1.0 mg/ml] at a dose of 0.1101 mg/day, bupivacaine [14.0 mg/ml] at a dose of 1.542 mg/day, and clonidine [280.0 mcg/ml] at a dose of 30.83 mcg/day at simple continuous infusion mode via an implantable pump for spinal pain. It was reported on 2017-sep-12 that the issue being reported was minimal pain relief for a while (unknown length of time). It was noted a dye study of an unknown date was failed as they were unable to aspirate the catheter. There were no known environmental/external/patient factors that may have led or contributed to the issue. The catheter was replaced due to fractured and ¿brittle¿ catheter, and the pump was replaced as it was near eri (elective replacement indicator). Logs were included with the report and showed that the estimated eri was 20 months. It was indicated that the catheter was completely explanted and replaced. It was stated that "everything" was placed in the mail on 2017-sep-13. At the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury.¿ the patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis identified a hole in the catheter body that resulted in a leak during the pressurized leak test. Additionally, a break in the catheter was identified at the distal end. If information is provided in the future, a supplemental report will be issued.